Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During installation, customer reported that all of the buttons on the autopulse platform (serial # (B)(4)) are intermittently not functioning after power on. No patient involvement.